Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons was not working and face was fallen apart and it was not working. The customer's blood glucose level was close to 300 mg/dl. Customer stated that the face plate was fallen off completely. Troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to peeling keypad overlay. The device passed the self test and the displacement test.